Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that early detachment/dislodgement occurred during embolization within the aneurysm. The coil was placed in the intended position. No additional surgical or medical treatment was performed. There was no deformation or damage to the delivery pusher. No resistance occurred during delivery. The coil was not repositioned and no dislodgement was attempted. The delivery pusher did not rotate inside the patient. There was continuous flushing during the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right internal carotid artery at the ophthalmic segment (bouthillier classification c6) with a maximum diameter of 5mm and a neck diameter of 3mm. It was noted the patient's blood flow was normal and vessel tortuosity had no abnormalities. The coil that was dislodged at an early stage was placed in the aneurysm.